Event description:
It was reported that this pacemaker was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: per information from the sales representative, the device was used as part of a temporary pacing system externally. This is no longer reportable, please discard report number 2124215-2024-21199.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons. No additional adverse patient effects were reported.